Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was noted ¿debridement¿ was performed, what was the index surgical procedure performed? Date of index procedure? Confirm date of ¿¿debridement¿ was (B)(6) 2022? Please provide the onset date/time of infection and/or allergy/ reaction from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Product lot number? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. The patient developed post-op inflammation and wound secretion. The patient underwent surgery at 10:00. After debridement, etimicin sulfate was injected intravenously to fight infection. At 08:40 on the first day after surgery, the patient complained of swelling and pain of lower lip and burning sensation. Physical examination: t:36.5. The mucous membrane of the lower lip is swollen, the suture has not fallen off , the mucous membrane around the suture is red and swollen, and a few purulent substances overflow when squeezed. Consider suture allergy. Oxacillin sodium for injection was given to strengthen the anti infection, dexamethasone was given to anti inflammation, and 3% hydrogen peroxide was given to change the local dressing twice a day. At 8:30 on the second day after surgery , the patient complained that the swelling and pain of the lower lip were relieved. Physical examination: the mucous membrane of the lower lip is swollen, the suture has not fallen off, the mucous membrane around the suture is red and swollen, and there is still a little purulent overflow when pressed. Partial suture removal, local dressing change with 3% hydrogen peroxide, continued to be given oxacillin sodium for injection for anti infection, and dexamethasone for anti-inflammatory treatment. At 8:30 on the fifth day after surgery , the patient complained that the swelling and pain of the lower lip were significantly relieved. Physical examination: the lower lip mucosa has no obvious swelling, the suture has not fallen off, the mucosa around the suture has no redness and swelling, and there is no purulent overflow after extrusion. The suture was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/3/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6 the following information was requested but unavailable: it was noted ¿debridement¿ was performed, what was the index surgical procedure performed? Date of index procedure? Confirm date of ¿¿debridement¿ was 6/22/2022? Please provide the onset date/time of infection and/or allergy/ reaction from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Product lot number? What is the patient's current status? Surgeon¿s name?